Event description:
Per the audiologist, the patient hit his head in 2008 (date not reported). The impact shifted the implant magnet from the magnet pocket. During the revision surgery to replace the magnet (date not reported) it was discovered that the magnet could not be replaced properly. The patient's device was explanted (date not reported) and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This is a final report.